Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device component and thread saw blade coupling was damaged, would not move and could not secure the cutter device. It was also noted that the device bearing and seal were worn, the moving parts did not move smoothly and did not function. It was further determined that the device failed pretests for general condition, check the saw blade screw coupling, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.